Event description:
A report has been received from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly, the incident occurred while a patient was receiving hemodialysis treatment when a nurse noticed that a kink occurred where the tubing comes out of the bvm module opposite to the short segment. The facility attempted to mitigated by propping, taping or clamping the line however it did not always work and the kink returned. Although there was patient involvement there was no injury to the patient but causes re-needling and a delay in treatment.

Manufacturer narrative:
(B)(4). The manufacturer is reviewing the design history file and the lot and manufacturing records for this product. In addition the manufacturer has made visits to the customer facility to observe the clinical practice and collect information that will be helpful to the investigation. The investigation is ongoing and a root cause has not yet been determined at this time.